Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" error alarm noted during testing. Unit was programmed 2.0 units fix prime with water reservoir. The water did exit the infusion set. No delivery anomaly noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. Customer advised to remove the reservoir from the pump and rewind. Customer declined future troubleshooting. The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 800 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was treated with IV fluids and manual injections. Customer got a no delivery alarm. Customer was off the pump for 10 minutes prior to his hospitalization. Customer does not want to troubleshoot and wants pump to be replaced. Customer was advised that we will send a replacement pump.

Manufacturer narrative:
The pump passed the delivery accuracy test.